Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an inaccurate fill estimate was received. Customer's blood glucose level ranged between 77-78 mg/dl. During a follow-up, it was confirmed the fill estimate had corrected itself.